Event description:
The clearvue 850 ultrasound system was associated with a patient serious injury event. It was reported the transducer malfunctioned during normal use with their clearvue 850 ultrasound system. The customer alleged the malfunction cause serious injury to the patient. No other clinical information or medical intervention was reported. At this time there is insufficient information within the event description to determine if the device caused or contributed to the reported event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
Additional information received confirmed there was no patient harm or injury. This event is not likely to cause or contribute to a serious injury or death if it were to reoccur. Therefore, this complaint is considered to be a non-reportable event.